Event description:
The surgeon implanted a silicone plate lens model aa4204vl and was removed without pt injury. The surgeon decided to use another lens. It was indicated that there was no lens damage. The model and lot numbers of the cartridge and injector were not specified by the facility.